Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and left ventricular (lv) lead had alert for high out of range pacing impedances greater than 3000 ohms. The lead remains in-service. No adverse patient effects were reported.